Event description:
It was reported while using bd allergy syringe with permanently attached needle the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported plunger would not move when trying to take her injection date of event: (B)(6) 2022 samples: yes cl.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the syringe allergy 1ml w/ndl 28x1/2 rb, product code#305500, from lot#9287325, with the reported issue of ¿plunger movement difficult¿, the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch #9287325. All inspections were performed per the applicable operations qc specifications.

Event description:
It was reported while using bd allergy syringe with permanently attached needle the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported plunger would not move when trying to take her injection. Date of event: (B)(6) 2022, samples: yes cl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: customer returned (23) 1ml bd syringes from lot# 9287325. The customer reported that the plunger would not move when trying to take injection. The samples were examined, then tested for plunger rod movement: all 23 syringes featured plunger rods that were able to move through the respective barrel properly. No evidence of manufacturing defect was observed. The alleged defect could not be confirmed based on the samples provided for investigation. A review of the device history record was completed for batch #9287325. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd allergy syringe with permanently attached needle the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported plunger would not move when trying to take her injection date of event: 2022-09-16, 2022-09-08, 2022-09-05 samples: yes cl.